Event description:
It was reported that the fenestrated bipolar forceps instrument cable completely broke during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the scratches were likely due to mishandling/misuse. One grip was bent, causing side-to-side misalignment of the grips. There was a .077 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the offset damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.